Event description:
Femoral line placed by physician, using arrow-howes large bore multi-lumen central venous catheterization kit. Physician advancing guide wire when he reported that it "broke." Guide wire was intact but uncoiled. Used another guide wire to insert catheer. No injury to patient.